Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose levels. The customer¿s blood glucose levels were 550 mg/dl, 76 mg/dl and 450 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated themselves by changing the set and gave some sugar for ketones. The customer reported nausea and headache as a symptom related to high blood glucose level. The customer alleged the insulin pump for under delivery and stated that she had deleted all the other variants. The customer reported that there was an air bubble in the reservoir ad they changed it. The customer performed auto check and the insulin pump had a hardware low level failure error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump passed the delivery accuracy test at 0.08690 inches. Hardware low level failures confirmed in the pump history and during self test due to broken trace.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Insulin pump passed the delivery accuracy test at 0.08690 inches. Hardware low level failures confirmed in the pump history and during self test due to broken trace. The information provided that the case severity with the initial report was incorrect. The correct information has been included with this report.

Event description:
The device did not cause or contribute to a death or serious adverse event. Update case severity from serious injury to malfunction. The insulin pump is a 640g.